Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the prime/fill cannula step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the black box data from the event date was over-written due to continued use of the pump. There were no cs 064 errors observed in the current black box. One cs 064 motor error immediately following an occlusion was observed in alarm history. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. During investigation, the load step was performed to exercise the motor. A cs 064 motor error was not duplicated during the investigation. The pump case was removed, and no evidence of moisture ingress was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.